Event description:
It was reported that shaft break occurred. The 90% stenosed, 24x4mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 4.00x24mm promus element ¿ drug-eluting stent was selected to treat the lesion but the stent shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile with no evidence of kinks or damage. A visual and tactile examination found that the mid-shaft was kinked 16mm proximal from the port bond skive. The damage evident was likely caused by excessive forces exerted during the procedure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 24x4mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 4.00x24mm promus element ¿ drug-eluting stent was selected to treat the lesion but the stent shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. (B)(4)

Manufacturer narrative:
Device is a combination product. (B)(4).